Event description:
According to the customer, device fell apart upon opening the package, and was not used in the case as it completely fell apart. Broke open with pieces everywhere right out of the package.

Manufacturer narrative:
According to the customer, device fell apart upon opening the package, and was not used in the case as it completely fell apart. Broke open with pieces everywhere right out of the package. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.